Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "unit keeps cycling screen and pulse rate". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a cracked screen lens. The device was able to power on using battery power but had a low battery alarm when docked. When docked the screen on the device would flicker and reset itself every few seconds. Internal inspection revealed a recessed pogo pin. This recessed pin likely caused the screen to flicker and reset the pr measurements when docked.